Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to replicate the customer comment that the programmer was overheating. However, it was indicated that an overheating message was noted in the logs. The micro-processor unit was replaced and hard drive reimaged and reloaded with updated software. It was also noted that the power supply was noisy. The power supply was replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.